Manufacturer narrative:
A call to patient services came in on (B)(4) from a patient's spouse wondering why the device did not shock the patient. Of note, the reportable malfunction is normally submitted via bimonthly medwatch report submission that would have been submitted on (B)(6) 2011. Information was subsequently received on (B)(4) and revealed the patient died. As there is new information that can not reasonably suggest the device had or may not have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient went into a cardiac arrest and emergence medical services "shocked" the patient and they survived. However, the patient had been placed in advanced care after the arrest.the spouse was wondering why the device "did not go off." Information identified in the manufacture database noted the patient had since died. Cause of death was requested and not received.